Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the battery and shutdown issues were verified; however, the fill estimate and touchscreen issues could not be verified.

Manufacturer narrative:
(B)(4). The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer was unable to interact with the "letter portion" of the number/letter pad screen intended for the user to enter the transmitter ID number into the pump. The customer's blood glucose (bg) level was 400 mg/dl. Additionally, the customer reported experiencing issues with the pump fill gauge and battery, and also reported issues with unexpected pump shutdowns. The customer declined to provide additional information to tandem technical support regarding the fill gauge, battery, or shutdown issues. Reportedly, the customer reverted to manual injections for alternate insulin therapy.